Manufacturer narrative:
No da vinci products were reported as used. Injury during veress needle insertion during port placement. Requests for additional information are ongoing; any additional information received will be provided in a follow-up report.

Event description:
It was reported that prior to a scheduled da vinci cystectomy procedure, during port placement, a veress needle was inadvertently inserted into the patient's aorta and insufflation was briefly started. The patient coded and was successfully resuscitated. It was reported that pressure was placed on the aorta, it was sutured to resolve the injury, and the patient is doing well. The da vinci system was never docked. Limited information was provided to intuitive sales representatives by site personnel that were not present during the event; therefore, no specific details regarding the event were available. Attempts to obtain additional information are ongoing.